Event description:
It was reported that a ferrous oxygen bottle was brought into the mr magnet room and was pulled into the mr magnet room and was pulled into bore of the magnet during a scan. The pt died due to the injuries sustanined from the event. The magnet room doors all had the approriate magnetic field warnings on them. The horizon reference manual has warnings in the manual with regards to ferrous objects and ferrous oxygen bottles not being brought into the magnet room.